Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned products and provided low-quality x-rays finds nothing of note that would have contributed to the patients reported infection. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Review of device history and sterilization records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient was implanted in (B)(6) 2007, revised for infection, and revised again in (B)(6) 2013 for loosening secondary to infection. It is not likely the devices contributed to the patients reported infection 6 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Reason: component loosening due to suspected infection, though no organisms were grown on culture.